Manufacturer narrative:
(B)(4).

Event description:
It was reported that atp therapy accelerated the rhythm into the vt/vf zone. The device properly provided defibrillation therapy for the treatment of the ventricular tachyarrhythmias. No surgical intervention or reprogramming was performed. The physician decided to optimize the pharmacological therapy and continue to monitor the patient. The patient's condition is stable.